Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured and had high impedance issues as well. The high impedances were not clarified despite a request for further details. The lead was subsequently surgically abandoned and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.